Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient has an appointment with her surgeon in early july. At that time surgical dates will be determined. The patient attempts to charge with little progress. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator via a manufacturer representative (rep). It was reported that the patient felt her battery move up and she was having difficulty charging; the patient said she ¿fiddled¿ with it. The rep noted that the (B)(4) clinician programmer could not read the implantable neurostimulator (ins) due to low battery. The rep used her charging paddle and could not get coupling no more than two boxes. The ins was palpated, and fluoroscopy confirmed that the ins flipped. In the end, the patient was going to go back to their surgeon to discuss the next options. It was unknown if surgical intervention was planned and the patient was alive with no injury. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient did not show up for her pre-op appointment for a pocket revision. The hcp and rep have been unable to contact the patient. No further complications were reported.